Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: 2 cables (details unknown). 2 dcb (details unknown). Identical coil (details unknown). 3 additional coils (details unknown). Sl10 microcatheter (details unknown).

Event description:
It was reported by the hospital contact that the first coil (641cf0306/p10245) used was placed with manipulation. After six attempts, the coil wouldn't detach. During this time both green lights appeared. Both the cable (details unknown) and box (details unknown) were replaced with the same failure to detach. The coil was removed from the patient and another identical coil (details unknown) was placed as well as 3 additional coils (details unknown). All detached as designed. The coil will be returned for analysis. An sl10 microcatheter (details unknown) was used. The target vessel was m-1 terminus which had medium tortuosity.

Manufacturer narrative:
It was reported by the hospital contact that the first coil ((B)(4)) used was placed with manipulation. After six attempts, the coil wouldn¿t detach. During this time both green lights appeared. Both the cable (details unknown) and box (details unknown) were replaced with the same failure to detach. The coil was removed from the patient and another identical coil (details unknown) was placed as well as 3 additional coils (details unknown). All detached as designed. The coil will be returned for analysis. An sl10 microcatheter (details unknown) was used. The target vessel was m-1 terminus which had medium tortuosity. There were no damages noted on the coil. A pre-deployment electrical check was performed. The low battery light was not seen during the case. The fault light was intermittently seen during the case. The detachment light illuminate during the detachment cycle. The audible signal beeped. All connections appeared to fit properly without application of excessive force. There was no resistance during deployment of the coil system through the microcatheter. Torqueing of the dpu might have been required during positioning of the coil in the aneurysm. There was no clinically significant delay in the procedure due to the event. Very limited information was received. Both the unidentified detachment control box (dcb) and the connecting cable were not returned. The sl-10 microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that a section of the coil was protruding outside the distal tip of the green introducer. The unaided eye observed that the proximal section of the coil was returned stretched. The distal section of the coil was knotted and damaged. Due to post-procedural handling, cleaning, and packaging the circumstances of how and when this unreported coil damage occurred cannot be determined. The detachment fiber is intact and did not receive heat and melt. No manufacturing defects were found. Upon receipt, the device positioning unit (dpu) failed electrical testing with resistance at 36.9 ohms (range 48.5/56.0) and the enpower systems ready green light failed to illuminate. Manual manipulation of the resistive heating coil section caused the dpu to pass electrical testing with resistance at 50.6 ohms and the enpower systems ready green light illuminated. The most likely root cause of the coils inability to be detached may have been due to a fracture of the solder joint connection inside the resistive heating coil. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system and the sl-10 microcatheter used in the procedure, it cannot be determined if these components had any other additional contributions to the complaint event. The damages found during analysis on the device may have occurred during shipping, because it was noted that the device was not damaged after the event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.